Event description:
It was reported that the zimmer skin graft mesher had a bent comb. Additional clinical follow up with the customer indicated that the reported issue was observed in the sterile processing department and there was no patient involvement.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 01/09/1992 and was last repaired on (B)(6) 2012. Eval of the device verified that the comb, roller and left side plate were damaged. A test mesh and calibration could not be performed due to damage of the comb. Three cutters were returned with device. Cutter eval determined that both 3.0:1 and 4.0:1 cutters produced acceptable test meshes. However, the 2.0:1 cutter produced an unacceptable test mesh. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.